Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found a malfunctioning wash collar solenoid vacuum valve. The fse replaced the wash collar solenoid vacuum valve to resolve the issue. System performance was verified. Patient demographic (weight) was not provided.

Event description:
The customer reported obtaining false low results for multiple cartridge chemistries for eleven (11) patients, involving the unicel dxc 600i synchron access clinical system. The false low results were reported outside the laboratory. The customer repeated samples on an alternate dxc instrument and obtained higher results considered correct. The original false low results were amended. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges prior to the generation/reporting of the false low results.